Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. A retain cartridge sample from the same lot was also tested, and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012 the reporter, the patient's mother, contacted animas to report the insulin cartridge was leaking. The reporter noted no damage or cracks seen in the cartridge. There was no patient injury associated with this issue.